Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using a betabionics ilet pump at the time of the event. On (B)(6) 2026 at 7:25 am pst, the patient contacted beta bionics following a hospitalization related to discrepant glucose readings and diabetic ketoacidosis (dka). The patient reported that on (B)(6) 2026 the dexcom g7 cgm was displaying low, while a fsbg performed at that time indicated a high glucose level; however, the exact time it was taken and fsbg value was not recalled. Believing the patient was experiencing hypoglycemia based on the cgm reading, the patient's husband administered glucose. Subsequently, the patient's condition worsened, and the patient experienced vomiting and altered mental status prior to the arrival of emergency medical services (ems). The patient was transported to (B)(6) hospital, where blood glucose testing revealed a value of greater than 800 mg/dl. The patient was diagnosed with dka and admitted to the hospital. The patient was administered intravenous (IV) insulin for treatment. The patient reported being hospitalized from approximately on (B)(6) 2026. During the beta bionics report, the patient was advised to synchronize device data to the cloud before performing a factory reset in order to preserve algorithm data. Assistance was provided with syncing data through the ilet mobile application, and successful data transmission was confirmed. At the time of the dexcom 06/11/2026 report, the patient was stable and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.